Event description:
Same case as: 2134265-2008-02876, 2134265-2008-02875. It was reported by the pt that post a coronary drug eluting stenting treatment procedure, a rash and cracking on her palms and soles of her feet occurred. A 2.50x24mm taxus express2 drug eluting stent, a 3.00x16mm taxus express2 drug eluting stent, and a 2.50x20mm taxus express2 drug eluting stent were implanted. After stent implantation, the pt initially experienced a rash on her palms and soles. The rash has resolved, but she continues to have cracking and peeling of the palms of her hands and soles of her feet. She has seen dermatologists and been diagnosed with contact dermatitis. She continues to have skin symptoms that began after the stents were inserted. The implanting physician saw the pt 7 months post the initial procedure. The physician was unaware of the pt having a rash since the stents were placed. The physician has not seen the pt since that visit. The relationship of the rash to taxus express2 stents is unk.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A review of the mfg record for this particular top assembly batch number found that the device met its material assembly and prod specs at the time of release to distribution. The most probable root cause classification is anticipated procedural complication as the device related root cause does not apply and the complaint is due to a known physiological effect of the procedure noted within the dfu, and/or device labeling.